Manufacturer narrative:
Date of event: unknown. Device expiration date: n/a investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. A review of the device history record was completed for batch# 7254517. All inspections and challenges were performed per the applicable operations qc specifications. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that a relion¿ insulin syringe has liquid particles coming from the syringe when drawing insulin. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that a relion¿ insulin syringe has liquid particles coming from the syringe when drawing insulin. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Correction: due to an it issue beginning on 7/3/2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: sex: unknown, event attributed to: other, device single use?: no, device returned to manufacture: yes. Investigation summary: customer returned (12) loose 1/2cc, 8mm syringes. Customer states that there are liquid particles coming from the syringe when drawing the insulin. All returned syringes were examined and no foreign matter was observed in or on any of the samples. All samples were also tested and no foreign matter came out of the cannula when fully depressing the plunger rod on any of the samples. A review of the device history record was completed for batch# 7254517. All inspections and challenges were performed per the applicable operations qc specifications. There were six (6) notifications [200714854, 200715031, 200714911, 200714856, 200714852, 200714990, 200715264, 200715139,] noted that did not pertain to the complaint. Investigation conclusion: based on the samples / photo(s) received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure root cause description: root cause cannot be determined at this time as the issue is unconfirmed.